Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure, replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm vertical column movement was intermittent on the 9800md system. There was no report of pt injury.